Event description:
It was reported that while in the cardiac cath lab the intra-aortic balloon (iab) was prepped per the instructions for use. The md inserted the super arrow-flex (saf) sheath into the patient's right femoral artery. The md could not advance the iab through the saf sheath. The md removed the iab. The md used the same insertion site and inserted another sheath (the teflon sheath) and another iab without difficulty. There was no reported patient death or injury. Medical / surgical intervention was not required. The delay in intra-aortic balloon pump (iabp) therapy was only until the insertion of the second iab. There were no reported patient complications. Patient's outcome is listed as "unknown".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.